Manufacturer narrative:
The technician replaced the detent and latch cover to repair the bed.

Event description:
Info received indicates the right intermediate siderail latch cover was bent and the siderail detent was leaking oil which prevented the siderail from locking.